Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection surgery, the surgeon could not fire handle with reload on rectum. They used another device to continue. There was no patient injury.